Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the parts involved with this complaint and completed investigation. Failure analysis investigation was able to replicate the failure reported by installing the battery box into a test system. The unit failed during start-up with an error message and displayed the patient side cart (psc) was functioning without a battery backup. Failure analysis could not duplicate the low battery check issue with the power board.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site but could not reproduce the reported error. However, the tfs found the battery breaker on the system was not functioning correctly. The tfs replaced the battery box and power board as a resolution to the reported issue. The parts have not yet been received for evaluation by isi's internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci low anterior resection procedure, a system error occurred. Intuitive surgical, inc. (Isi) contacted the reporter to obtain additional information. The site contacted technical support for assistance. After several restarts, the surgeon decided to convert the planned procedure to laparoscopic surgery. The patient tolerated the procedure well. There was no patient harm, adverse outcome or injury reported.